Manufacturer narrative:
The manufacturer previousl reported receiving information alleging a ventilator was failing a calibration test. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint could not be confirmed or duplicated. The device operated and alarmed as designed.

Event description:
The manufacturer received information alleging a ventilator was failing a calibration test. The device was not in patient use. The device has not yet been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.